Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the experienced high blood glucose level. The customer¿s blood glucose level was over 800 mg/dl and 97 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer also had a bent cannula. The device will not be returned for analysis.